Event description:
It was reported per the patient that post kyphoplasty procedure in 2009, cement was noted in lungs on CT with contrast after gyn surgery procedure performed on (B)(6) 2011. Patient required o2 for several days. No further information was provided.

Manufacturer narrative:
Method: follow-up with company representative.